Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported pre-use checks failure was reproduced during on-site troubleshooting performed by our field service engineer (fse). The inspiratory pipe and the expiratory pressure transducer printed-circuit board (pcb) were replaced and returned for investigation. The inspiratory pipe was found faultless during tests in a reference ventilator. The reported pre-use checks failure was reproduced during testing of the expiratory pressure transducer pcb in a reference ventilator. The pressure transducer sub-test failed because the pressure sensors' gain value had drifted and exceeded the allowed limit (> 8% from factory default). This drift affected the measured peep (positive end expiratory pressure) during ventilation and an alarm for low peep was generated. An alarm for high pressure was also generated. Ocular inspection showed corrosion traces that had affected several components on the expiratory pressure transducer pcb which had caused the reported failure. Our conclusion is, that moisture had caused the observed corrosion. Device logs evaluations showed that the failure had occurred for the first time on (B)(6) 2016 and the date of event has been updated accordingly.

Event description:
(B)(4).